Event description:
It was reported that a patient did not feel any stimulation. Patient stated he always turns his implantable neurostimulator (ins) at night. This morning the patient turned in his ins with his recharger but he could not feel any stimulation. Patient saw a lightning bolt on the recharger screen.

Manufacturer narrative:
Concomitant products: product ID neu_unknown, serial# unknown, product type unknown; product ID 3887-33, lot# j0424852v, implanted: (B)(6) 2004, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID neu_unknown, serial# unknown, product type unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's stimulation stopped working on the day prior to the report and the patient was unable to feel any paresthesia. It was noted that electrode impedances were tested at 3v with moving the implantable neurostimulator around the pocket site with the following: reference: 0: (1) 3074 - (3)7060 1: (0) 3074 - (3) 5490 2: (0) 5337 - (1)3010 3: (0) 7000 -(2)3039 it was noted that the patient was reprogrammed using similar bipolar pairs 0/1 and 2/3. The reporter noted that he increased up to 10.5v and the patient was feeling no stimulation. The reporter noted that on (B)(6) 2013, the patient was told that he had a bad electrode. The patient was reprogrammed around at that time. A couple months later, a manufacturing representative met with the patient and the stimulation was working fine. It was noted that he did not recall if there was a bad electrode. It was further reported that the patient was scheduling an appointment for consultation with the health care professional. It was noted that the health care professional would probably choose to replace the entire system since the lead and extension were dated. An x-ray was performed and the question of the connection contacts at the lead/extension junction was a concern. It was noted that the lead was left of the midline and that the battery was 6 years old. It was further reported that on (B)(6) 2014, the patient's quad lead was replaced with a paddle lead and the ins was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no device malfunctions were seen and that it was at end of life (eol). It was noted that the patient was receiving effective therapy post replacement and excellent coverage.